Manufacturer narrative:
H4: the lot was manufactured from march 24, 2020 - march 25, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported flow condition. However, a lopsided bladder was identified. The lopsided bladder does not affect the functionality of the bladder; the pressure is not impacted and therefore considered a visual observation only. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the rates were found to be within the product specification range. The reported flow condition was not verified. The "lopsided" bladder was verified. The cause of the lopsided bladder is due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery stopped for a small volume infusor. It was further reported the bladder was "lopsided". This was observed during use of the device at the hospital. There was no patient involvement. No additional information is available.